Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported torn and damaged power button in the button membrane. The functional evaluation found the power button functioned intermittently, establishing a relationship between the device and the reported event. The root cause was identified, as a defective damaged button pad. A review of the manufacturing records, found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete, with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the buttons on renasys tch device&power sply are not working. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.